Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Device was able to communicate properly with the guardian link 3 and the test plug. Device was able to enter into auto mode. No unexpected exit out of auto mode anomaly, calibration anomaly or communication anomaly noted. Device uploaded properly using carelink. Device had scratched display window cover, scratched case and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experiencing high blood glucose and diabetes ketoacidosis. Blood glucose level at the time of the incident was more than 600 mg/dl. Customer stated they had several insulin flow blocked issues. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer completed displacement test and the insulin pump passed. Customer stated they changed the site 3 times and kept getting the same issue. Customer stated the cannulas weren't bent, but still alarmed. Customer declined full troubleshooting since the issue was caused by the insulin flow blocked message. The insulin pump will be returned for analysis.